Manufacturer narrative:
No information has been provided to date. No information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, both visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that it was difficult to remove cannula plaster from skin after three days. No patient injury was reported.